Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium and creatinine results while using the alinity c processing module. Sample ID (B)(6). Potassium 8.5 and retest 4.0. Creatinine 2971.3, retest 57.9 and 82.2. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, a review of service history, and a review of product labeling. The field service representative (fsr) replaced the mixer and dry tip as mixer paddle was damaged and dry tip was dirty, which resolved the issue. A review of the ac01816 service history shows no additional falsely elevated results were reported by the customer. Review of the alinity c product monitoring did not identify any similar issues or trends. A review of historical data for the replacement part revealed no trends, systemic issues, or related nonconformances. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information a product deficiency was not identified.